Event description:
On (B)(6) 2015, the reporter (daughter) for the patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio iq meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation and additional corrections obtained from csr. The csr was advised by the reporter that alleged inaccuracy began on ¿(B)(6) 2015 at 23:00¿. The reporter stated the patient obtained an inaccurate blood glucose result of ¿68mg/dl¿ on the subject meter compared to ¿45mg/dl¿ on another meter. The results were obtained more than 30 minutes apart. The patient manages their diabetes with insulin (self-adjuster). The reporter for the patient claimed that he administered an unknown amount of insulin in relation to the reading. The reporter for the patient stated that on "(B)(6) at about 4:00am", ¿5 hours¿ after the alleged product issue began he developed symptoms of ¿feeling weak, shakes and sweats¿. The reporter for the patient detailed that on "(B)(6) at about 4:30am" the patient was treated by a health care professional (hcp) with a glucagon injection. At the time of trouble shooting, the csr confirmed the subject meter was set to the correct unit of measure, the correct testing steps and the approved sample site was used at the time of testing. The patient¿s test strips were stored correctly and had not expired. Additionally, the patient did not have control solution to carry out a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.